Manufacturer narrative:
The pod was received with the cannula fully deployed. A cyclical pattern of timeouts was observed in the data, that did not trigger a hazard alarm. The sma wire was manually energized and investigation identified a failure of the hook talons to always turn the ratchet gear, but did not identify any damage or deformities on the rathcet gear or hook talons that may have contributed to this malfunction. The exact cause of the malfunction could not be determined. Investigation found that both the rotational sensor springs were leaning inwards. No grinding debris was found on the chassis. It could not be determined whether these findings would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 273 mg/dl while wearing the pod longer than 48 hours on the arm. Patient changed the pod.